Event description:
According to the customer, she reported that after using equate flexible clear tape on a wound, she observed what appeared to be a bug embedded within the tape layers on the third or fourth wraparound. She stated the tape was applied without noticing the issue due to not wearing glasses. The customer reported developing an infection and indicated she plans to seek medical attention.

Manufacturer narrative:
According to the customer, she reported that after using equate flexible clear tape on a wound, she observed what appeared to be a bug embedded within the tape layers on the third or fourth wraparound. She stated the tape was applied without noticing the issue due to not wearing glasses. The customer reported developing an infection and indicated she plans to seek medical attention. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.